Manufacturer narrative:
(B)(4). Actual device not evaluated; no results available; conclusions: root cause inconclusive due to lack of details provided by complainant.

Event description:
The patient was reportedly implanted with a boston scientific advantage fit system and a surgisis posterior pelvic floor graft on (B)(6) 2012 at (B)(6) hospital in (B)(6), by dr. (B)(6). The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment. The following information was not provided by the complainant: specific information of the alleged injury; specific information regarding whether intervention was performed; specific information regarding why intervention was performed or what type / to what extent intervention was performed; specific correlation between device performance and alleged injury; current patient status.